Event description:
A patient reported developing lower limb neuropathy and gastroparesis while using a one touch meter. Patient has been using subject matter for 4 years and has found recently that it was giving inaccurate low readings. Patient alleges that patient developed neuropathy of lower limbs and gastroparesis of patient's stomach because of the ot meter's inaccurate readings. No further information available.